Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 5076 implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007; t510-25h tissue valve (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.